Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous distal circumflex (cx) artery. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue. There was no resistance during removal of the protective sheath. The mini trek bdc was soaked and prepped prior to use with no issues or leaks noted. After placement of an unspecified guide wire, the mini trek bdc was advanced to the target lesion; however, during the second inflation the balloon ruptured at 8 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.0x10mm non-abbott bdc and an unspecified stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.